Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, flu, and high blood glucose. The blood glucose reading at time of call was 279mg/dl.troubleshooting was performed. The time, date, and bolus wizard settings were correct. Further testing could not be performed as customer did not have extra supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.